Manufacturer narrative:
Date of event is unknown. The method/results/conclusion codes will be sent in a subsequent report once investigation is complete.

Event description:
It was reported that the patient lost effective therapy (related manufacturer reference numbers 1627487-2021-00046, 1627487-2021-00049) prior to the ipg becoming inoperable. As a result, surgical intervention may occur to address this issue.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.